Manufacturer narrative:
Additional information the device history record (DHR) review could not be performed because the lot number was not available. A physical sample was not returned for evaluation; however, two photos were provided by the customer. Photos were visually inspected, and the reported condition was observed. The reported condition was observed through the received pictures; however, a condition derived from the manufacturing process could not be confirmed through the pictures alone. During the investigation, a review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur due to not following the instructions for use. The instructions state to use a kangaroo enteral feeding pump for accuracy and control of nutritional formula delivery. The instructions also state infusion pumps that deliver in excess of 40psi should not be used as excessive pressure is capable of causing tubes and pump sets to balloon and/or rupture, and to consult pump manufacturer¿s specifications and recommendations. No action plan is deemed required since the reported condition is identified as most likely damage caused during use. The current process is running according to product specifications, meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the probe stretched out the tip of the tube after they attempted to unblock it. There was no patient harm.